Manufacturer narrative:
This complaint investigation was closed based on the device not received, as the device was discarded, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip broke off probable root cause: application -excessive force impacting inserter -movement of guide out of orientation to pilot hole -use of wrong drill the reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the tip of the instrument holding the anchor broke off during implant insertion. The tip of the iconix remained in the patient bone.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the instrument holding the anchor broke off during implant insertion. Multiple attempts were made but it was not confirmed if all broken pieces were retrieved.